Event description:
It was reported to hamilton medical ag: "tf5505. Past service history" it was reported patient involvement. However, no intervention necessarily, no health or consequences to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation is ongoing.